Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an increased pacing impedance measurement from 932 ohms, at implant, to 1500 ohms, currently. The r waves and threshold measurements were stable and within normal limits. Additional information was provided that the pacing impedance measurement had increased to greater than 3000 ohms. The shock impedance remained normal. The pacing threshold and measured r wave had also increased. It was noted that the patient was not pacing.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
(B)(4) (now boston scientific) received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited an increased pacing impedance measurement from 932 ohms, at implant, to 1500 ohms. The r waves and threshold measurements were stable and within normal limits. Additional information was provided that the pacing impedance measurement had increased to greater than 3000 ohms. The shock impedance remained normal. The pacing threshold and measured r wave had also increased. It was noted that the patient was not pacing. A boston scientific technical services (ts) consultant suggested performing a non-invasive programmed stimulation (nips) study and continue monitoring the patient for appropriate sensing. Additional information was provided that the patient was to be seen by an electro physiologist in the next month. Additional information was provided that the device was later explanted and was returned for analysis.